Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. The device manufacture date is unknown.

Event description:
The customer reported he obtained a reading of 353 mg/dl on his precision xtra blood glucose meter and thought the reading was higher than he felt. The customer additionally reported that due to the reported reading of 353 mg/dl, he took fast-acting insulin and experienced diaphoresis, weakness, dizziness, blurred vision and loss of consciousness. The paramedics were called, they advised the customer to eat something and he reportedly ate food. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer also reported he was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2010-04703). It was reported to boston scientific corporation that two stonetome sphincterotomes were used during a endoscopic sphincterectomy (est) procedure. According to the complainant, when electric current was applied to the first device, the cut wire broke; no part fell into the patient. A second stonetome sphincterotome was obtained and the cut wire broke; no part fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Requested product was not received for investigation. The complaint is not confirmed. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.